Event description:
During the cassi ii device pre-test the doctor twisted the co2 cap down and co2 vented inside the handle. Another needle was substituted and when the co2 canister was twisted down, the entire needle and cutting cannula formed frost.